Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) balloon during unpacking of the device. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood or contrast visable. The stent implant was returned in the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The inner diameter of the flared end of the protective sheath was measured with pin gauges. The stent outer diameters were measured. The proximal measurements met manufacturing criteria. The middle and distal measurements were oversized and did not meet manufacturing criteria. Product performance engineering reviewed the incident information and results of the analysis. Analysis of the returned device did find the dislodged stent from the balloon inside the protective sheath, which is consistent with the reported dislodgement outside the body. Similarly, there was no blood or contrast visible on/in the returned device, which confirms the reported information of no patient involvement. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that the stent dislodged during removal of the protective sheath. The returned protective sheath inner diameter met manufacturing criteria. The over-sized outer diameters of the stent implant noted at the middle and distal ends suggest that the stent expanded during travel over the sds as would be expected. It is also possible that the over-sized stent out diameters may have originated from the manufacturing site and contributed to the dislodgement. However, this is unlikely considering that the stent outer diameters are 100% verified during manufacturing. It is unknown when the stent outer diameters became oversized. Ultimately, the root cause of the stent dislodgement is unknown, but there is no indication of a quality issue. The lot history record review did not indicate any non-conforming material reports, and a query of the complaint-handling database indicated that there have been no other complaints reported with this part / lot number combination. This MDR is considered closed by the product performance group.